Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips. The case was completed with another device of the same product code. There were no patient consequences reported. One device was discarded.